Event description:
It is reported that the device was implanted in 2008 and that the pt was revised in 2009, due to instability.

Manufacturer narrative:
Evaluation summary: pt required a thicker articular surface due to instability as reported. The pt was of medium build and medium activity level. Inspection of the device reveals wear on both the proximal and distal articulating surfaces. From the info provided, it is not possible to assign a probable cause. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.